Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that a screw (iunihg) fractured inside the implant. Screw was removed and implant remains implanted. Tooth location 23.

Manufacturer narrative:
The certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. It is noted in the per that the patient has a history of bruxism. The returned x-rays show that the reported screw fractured into an unknown implant at the threaded region. DHR review, sterilization record review and complaint history review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported device was found. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection of x-rays. The most likely cause of the fracture is patient bruxism. However, the probable causes may be associated to torque applied during placement/seating exceeds recommended value.

Event description:
No further event information available at the time of this report.